Event description:
The manufacturer was contacted regarding a rep dreamstation auto bipap, dom device. The complaint reports that the device user was hospitalized for respiratory failure due to device malfunctions. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.